Event description:
The customer reported that the system exhibited an error. Further information was received from the fse indicating that the error intermittently prevented the system from booting to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. System voltage and connectivity was inspected during the service call. The system was tested and found to be working as intended and put back into service.